Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, lot# nlh002348n, product type: accessory. Product ID: 97745, serial# (B)(4), product type: programmer. Patient product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the controller would not charge past 80% and it was plugged in for 12 hours. The patient stated the ins would not charge past 90% and they were really feeling the pain. These issues started on thursday or friday but the controller was ¿acting silly¿ before that. The consumer meant that when the patient was charging the ins, it jumped from excellent to good. It was reviewed that this can be normal. The consumer then said, ¿all of a sudden¿ the controller would not charge past 80% and the ins would not charge past 90%. The patient was trying to charge but it kept popping up that there was a problem with the controller. A replacement battery pack was sent. Additional information was received from the consumer. It was reported that they were getting screen 52 (recharger needs attention) and they tried to unlock the controller but it kept coming up. A repl acement controller was sent. Additional information was received from a manufacturer representative (rep) stating that the patient received the controller but the same thing was happening. A replacement recharger was sent. No patient complications were reported as a result of this event.